Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There are a total of (B)(4) cases associated with this product; therefore (B)(4) separate 3500a forms have been generated to address the other cases. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted.

Event description:
The healthcare care professional stated there was one occurence where the 40 milliliter burette was opened for draining; half of the contents drained freely into the end bag and then stopped draining. It was further stated "the staff member then 'wiggled and twisted' the top area of the burette until finally it drained the remainder of the urine into the end drainage bag."